Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a contact detach infusion set, after which the user paused ilet delivery per clinician guidance, administered subcutaneous insulin injections, and remained disconnected until glucose returned to range before reconnecting. Symptoms included difficulty speaking reported during the high glucose period. Outcomes included elevated blood glucose up to 600 mg/dl without hospitalization or professional medical intervention beyond clinician guidance for manual dosing. Investigation included review of user reports, product lot information, and troubleshooting education that advised a full supply change and temporary use of backup insulin therapy. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.